Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient had a medical history of prostate cancer and a motor vehicle accident that led to the patient having a cervical fusion. It was reported that the patient stated tenderness and a buzzing feeling at the battery site since (B)(6) 2018. They were unable to turn stimulation therapy on at this time due to the sensation at the battery site. It was reported that the patient had a motor vehicle accident in (B)(6) 2018, a cervical fusion after the accident and the patient stated that they have had several falls since then. The patient lost (B)(6) of weight since their ins had been implanted, which all may have contributed to the reported issue. Impedances were checked and were within normal limits. New x-rays were ¿within normal limits¿ per the nurse practitioner. It was noted that the patient did have sensation at the battery site upon turning stimulation on and off. The patient was reprogrammed. It was reported that the issue was resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred in (B)(6) 2018. No further complications were reported/anticipated.